Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 41 mg/dl, 152 mg/dl, 142 mg/dl and 148 mg/dl when all tests were performed within 10 minutes on the active s system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.